Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and tissue damage. It was reported that on (B)(6) 2018, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. Patient anatomy included a posterior 2 leaflet prolapse. The clip was advanced and grasped the leaflet. Leaflet insertion assessment was performed and both leaflets were inserted in the clip. The clip was deployed; however, during clip deployment, the delivery catheter (dc) handle was pulled too hard and too fast and the clip detached from the anterior leaflet, but remained attached to the posterior leaflet. Tissue damage was suspected because the mitral regurgitation jet was worse. Three additional clips were implanted to stabilize the detached clip and reduce the mr from grade 4+ to grade 2/3 to 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of tissue damage (mitral valve injury), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip instructions for use (IFU) states that all catheter manipulations should be done with care. As it was reported that the delivery catheter (dc) handle was moved with excessive force, this indicates that the user error influenced the reported single leaflet device attachment (slda) and resulted in tissue damage. All available information was investigated and the reported slda and mitral valve injury (tissue damage) appears to be a combination of patient morphology (posterior leaflet prolapsus) and user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided, which indicated that during lock line removal, the physician inadvertently pushed the delivery catheter (dc) handle down. Leaflet insertion was verified and the clip deployed; however, about 10 minutes post deployment, single leaflet device attachment was noted.